Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastro-jejunal anastomosis with the oral anvil, the surgeon was unable to connect the anvil to the trocar of the handle. By changing the device handle, the surgeon managed to make the connection between the anvil and the stapler. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.